Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method : no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.

Event description:
Pt reports an eye infection in the od. Attempts to contact the pt for more info and treating ecp have been made with no reply. This is being filed as an unconfirmed eye infection.